Manufacturer narrative:
This report is based off of a maude report provided to synthes with MDR key number 4642352. This report is for an unknown quantity of unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is based off of a maude report provided to synthes with MDR key number 4642352. A copy of this report is being attached to this medwatch submission. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).